Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately tortuous and moderately calcified vessel. A 3.00x12mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the distal edge of the stent was caught in the calcification and was lifted. The procedure was completed with a 3x12mm non-bsc stent. No patient complications were reported and the patient's status was stable.